Event description:
On (B)(4) 2014, it was reported during a post approval study conducted in the united states, titled: randomized trial of drain antisepsis after mastectomy and immediate prosthetic breast reconstruction trial number nct (B)(4) . Experienced contact dermatitis. The date of event was not provided. The dermatitis resolved upon removal of the biopatch.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.